Event description:
Ultra ice catheter inserted into the body then connected to the machine and an error "mdv malfunction" appeared on screen. Disconnected from machine and checked catheter. Error received second time so a new catheter was used and worked fine. Patient did well and was not affected by the defective catheter.